Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was found. The suspect device was returned for evaluation. The visual inspection of the returned device found the packaging to have been returned to confirm the lot and part of the product. The device was found with signs of use present on the handle and on the catheter. Several kinks and twists were observed on the catheter, confirming the complaint. Fluid was observed leaking at the location of one of the kinks. The reported failure can be observed however, the root cause is unable to be determined. Due to the device having been used and encountering resistance during the procedure, the damage is likely caused by factors related to clinical use and not to manufacturing defects.

Event description:
The customer reported that during the procedure, the catheter encountered significant resistance due to tortuous anatomy. While introducing, the catheter kinked, resulting in persistent leak of the sclerosant at the site of the bent. To ensure patient safety and procedural efficiency, the compromised unit was replaced with an identical, new catheter. There was no patient harm or injury reported.